Event description:
It was reported to medtronic neurosurgery that the tubing became disconnected at the stopcock near the patient. According to the report, the port is changed every time the system is accessed and the tubing may have been disconnected by mistake.

Manufacturer narrative:
Only the most proximal portion of the patient line tubing and patient line stopcock were returned. The proximal luer connector on the patient line tubing was observed to be missing. Adhesive was observed on the tubing. It is unknown how or when the damage occurred. The patency and leakage tests were precluded because the whole device was not returned. A review of the manufacturing records was not possible as a lot number was not provided. The instructions for use that accompanies the device recommends attaching pressure transducers to the main system stopcock. Additional patient/device information: it was reported that the problem was with the connector at the end of the tubing. According to the report, the user attaches the transducer at the end of the tubing and the connector fell off. (B)(4).

Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Additional patient/device information: it was reported that the problem was with the connector at the end of the tubing. According to the report, the user attaches the transducer at the end of the tubing and the connector fell off. (B)(4).